Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a defect in the catheter itself at the hub-catheter connection. It is a very slight hold and it leaks, it was not noticed until it was a bloody mess. There was blood coming out of the connection point. The line was replaced. No further information was provided.